Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber was returned in 2 pieces; the fiber is broken and detached at 3 feet and 8.5 inches from distal tip, between connector & control knob; the outer sheath does not exhibit signs of melting at the break; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that 11,482 joules, 3:20 minutes while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be forward-firing. The fiber was replaced and the procedure continued using a second fiber for 105,092 joules, 13:39 minutes when again, forward-firing was observed. The fiber was again replaced and the procedure completed using a third surgical fiber. Patient outcome "ok" -there was no injury reported. This report is for the second surgical fiber used.